Event description:
The customer reported the device failed the pads ECG segment of the user initiated operational check. The status log contained entries of pads/paddles ECG front end failure - power pca (opcheck and runtime). There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device failed the pads ECG segment of the user initiated operational check. The status log contained entries of pads/paddles ECG front end failure - power pca (opcheck and runtime). There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.